Event description:
It was reported by repair work order that the power prong on the power cord was damaged. It was also reported that the ground pin was missing on the auxiliary power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.